Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a burning odor coming from their au2700 chemistry analyzer. The analyzer was in standby mode at the time and was not being used to assay patient samples. There was no impact to patient treatment. The customer was not injured as a result of this event. A field service engineer (fse) was dispatched to the customer's site on (B)(6) 2011 (the day of the event). The fse replaced the power supply to the analyzer. The fse verified the analyzer was operational.